Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening and/or migration/subsidence of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity."

Event description:
It was reported that a patient underwent a knee resurfacing procedure on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2013 due to loosening and disease progression. All components were removed and replaced with a total knee system.